Manufacturer narrative:
The insulin pump passed the self test and the reset error test with no error alarms noted during testing. No damage was found on the interface board. However, alarms were noted in the history due to corrupted history file. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 220 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.